Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 7.5 years post initial procedure, the patient presented with a type iiib endoleak and a larger common iliac artery that had grown distally (aneurysm enlargement). The physician elected to treat the patient by relining with the afx2 system (bifurcated stent graft and vela suprarenal) and an ovation ix limb extension on (B)(6) 2019. The leak (evidence by contrast) was confirmed resolved at the conclusion of the secondary procedure. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the bifurcated device. The aneurysm sac growth at the common iliac artery is unconfirmed due to the lack of the comparative images. The event is most likely device-related due to the use of strata material. The procedure-related harms identified were a type ii endoleak from the lumbar artery. The final patient status was reported to be transferred to state hospital at one-day post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received per clinical assessment confirming that a type ii endoleak was also present at the time of the reported event.